Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The patient heard the audible alert and was admitted to the emergency room (ER). The lead had high out of range impedance and increasing high thresholds. The lead was suspect of a fracture. The lead detection was programmed off. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.